Event description:
An aus device was implanted on 5/8/87. The balloon was revised on 8/30/87. The cuff and balloon were revised on 6/9/88. The entire device was removed from the pt on 10/10/96, due to pump tubing broken off, and replaced.